Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had been experiencing high blood glucose. The customer had no symptoms just confusion and was treated with manual injection. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 147 mg/dl. Customer also stated that they had experienced a high blood glucose up to 450 mg/dl after taking a cortisone shot. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the quick release. There were no leaks or air bubbles. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the insulin pump was returned for analysis.